Manufacturer narrative:
Product inquiry stated the humeral nail t2 humerus to be the subject product. No further associated product was reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The returned nail shows significant signs of damage at the reception. Parts of the reception are torn; material separation is visible and signs of cross-threading. One edge of the three seating slots (pegs) was completely broken off. With respect to the appearance of damage found and according to the reproduction of the scenario with the nail returned and sample devices it appears being utmost likely that the nail holding screw was not sufficiently tightened during rotating the target device in order to advance the nail to its desired position. If the nail holding screw is not properly tightened, a positive (frictional) connection between nail and nail adapter cannot be achieved so that the shown damage may occur. A damage of the nail reception due to fixing the nail onto the target device in a wrong position, i.e. That the pegs of the nail adapter had been placed on the rim of the nail instead of being inserted into the intended position in the reception of the nail could also not be excluded. Reattachment of the target device to the nail after inserting the compression screw is described in detail in the ¿t² humeral nailing system op-technique¿ ((B)(4)) in chapter advanced locking mode. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather user related to non-intended use (deviation from surgical technique). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the nurse of the hospital, that during medical procedure a metal part of the nail broke. Prolongation of 30 min. Not longer. No other consequences reported. New information: there was a spiral fracture at the transition from the proximal to the middle of the third humerus. Storage by default in beach chair. Preparation to the introduction of the nail analogous to the manual. Before introducing further control by mr. (B)(6) (surgeon) on using the correct nail and the correct attachment to the aiming arm via a screw. Tightening the screw through the surgeon. No abnormalities. Implantation of the nail over the guide wire after previous drilling with the step drill. Under light (really easy!) Rotations and only constant pressure from the top to the nail insertion in the medullary canal. Here suddenly after overcoming the fracture zone resistance loss at the aiming arm and wiggle back and forth of the target bracket. On suspicion of loosening of the screw tightening attempt. This was nearly solid, but still instability between the nail and the insertion handle. Thus, removal of the nail. It falls on a shearing at the recesses of the connector pins in the consideration. Release of the nail. A nail of the same length was not available. Thus, decision to change to a proximal t2 nail of the same length. So then smooth completion of the fracture treatment. In the fractures themselves no compromise emerged regarding. Position and stability. The patient did not come to harm. However, it extended the operating time by about 30 minutes.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse of the hospital, that during medical procedure a metal part of the nail broke. Prolongation of 30 min. Not longer. No other consequences reported.